Event description:
I had cosmetic surgery in (B)(6) 2012. I had a breast augmentation, and within 6 months I had inflammation and joint pain all over my body. Tons of tests and x-rays were performed and I was finally diagnosed with fibromyalgia. I was completely healthy my entire life, until the breast augmentation. Shortly after being diagnosed with fibromyalgia my right implant began to get hard. Now it's painful, and I have severe capsular contracture. I have hair loss, chronic fatigue, anxiety, blurry vision, and chest pain. I still suffer from chronic joint pain. After a reaction to my prescription cymbalta, I decided to take a more natural approach with chiropractic and massage therapy. I suffer from the effects of my breast augmentation every day, but unfortunately have not been able to have them removed. I have mentor silicone gel implants.